Manufacturer narrative:
H6: corrected information: device code c76126 is not applicable for this event medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received on 24-jul-2020 from a healthcare professional (hcp) who reported that the cause for the empty pump was a delay in medical care due to the nursing home as they were hesitant to send the patient because the patient had a potential exposure to covid and they wanted to wait for a repeat covid test before sending the patient. The patient¿s weight at the time of the event in the chart was 85.2 kg. No further complications were reported / anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the implantable drug infusion device. The drug being delivered was 2,000 mcg/ml gablofen (baclofen) at 807.9 mcg/day. It was reported that the patient's pump low reservoir alarm occurred on (B)(6) 2020 and the empty pump was (B)(6) 2020. Caller reported that they were expecting zero ml and actual was 2 ml. They reviewed that is within spec of +- 14.5%. The caller agreed and said the issue that they had was they could not hear the audible alarm when the patient was in office. They then reviewed the critical alarm intervals and non-critical alarms. Caller stated they did test the alarms with the patient and alarms work then. It was reviewed that they are not sure why they would not hear the alarms if they could hear during the testing. It was then reviewed to update the pump and make sure the all the reservoir alarms were updated. Caller stated they did refill the patient today. There were no symptoms reported. There were no further complications reported/anticipated.